Event description:
It was reported by the clinician that the catheter was inserted in the male patient's right subclavian vein without any resistance. During removal of the spring wire guide (swg), it began to unravel. At which time, the physician removed the swg and catheter as one. Another kit was opened and used successfully. There were no patient complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.